Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, it was reported " the sheath was not constantly irrigated with herpanized saline as routine practice." The ultimum¿, ultimum¿ ev instructions for use (IFU) states: "flush the dilator(s), introducer sheath and infusion sideport and stopcock with heparinized normal saline. 2. When a sideport introducer is used, follow normal practice of using a continuous drip of anticoagulant fluid under pressure through the sideport when the hemostasis introducer is in the vessel.¿ the device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported blood clot in the sheath could not be conclusively determined.

Event description:
During a right-sided procedure, there was a blood clot noted in the sheath. The sheath and dilator were prepped, and the side port was flushed. The sheath and catheter were placed in the femoral vein, but the sheath was not constantly irrigated with heparinized saline as routine practice. The procedure was completed with no adverse patient consequences. There is no further information available.